Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colectomy procedure, while stapling, the surgeon was able to lock the reload on the tissue, however when they wanted to replace it, the jaws were unable to re-opened and the reload locked on the tissue. To resolve the issue the surgeon had to used another handle to re-opened the reload. The surgical time extended for almost 30 minutes due to the device problem. There was no patient injury.